Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) via the manufacturer¿s representative reported they were trying to follow on how the patient was doing but had no further information. There were no further complications reported or anticipated.

Event description:
A healthcare provider (hcp) reported that a patient was at the beach, on the day of the report, and they were riding in a bouncy truck. They patient was in the emergency room (ER) due to shocking in the entire abdomen area. The patient would be following up with their managing hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.